Manufacturer narrative:
Device code 2907 captures the reportable investigation finding of rx tunnel detached. Investigation result visual examination of the returned complaint device found that the rx tunnel of the device was detached and not returned. No damage was found on the balloon of the device. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. The found problem of the rx tunnel detachment is likely due to problems traced to manufacturing process, and this problem can generate difficult introduction and advancement of the catheter over the guidewire; it is likely the physician encountered this problem during the procedure. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon catheter could not pass through the stricture. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the rx tunnel of the device detached; therefore, this is now an MDR reportable event.